Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced set-up joint (suj3) proximal harness and z-axis pot to hall sensor due to error 23072 on universal surgical manipulator (usm3). The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal w/ lymphadenectomy surgical procedure, intuitive surgical, inc. (Isi) technical support engineer (tse) received a call from clinical staff stating that a recurrent error code 23072 was occurring on universal surgical manipulator (usm3). The tse first guided the customer to move usm3 up and down along the z-axis prior to performing a power cycle, but the error returned at startup. The tse then guided the customer to repeat the same z-axis movement again in an attempt to clear the error and confirmed the procedure could continue using three arms. The tse then guided the customer to disable usm3 so the remainder of the system could continue operating. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed robotically, and it did not result in any clinical complications for the patient.